Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no video signal when plugging in a 180 scope using a pigtail adapter. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that communication abnormality with scope occurred then no video signal occurred because proper connection could not be conducted due to bad locking mechanism of scope connector socket. Olympus will continue to monitor field performance for this device.